Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Noise had been noted from the right atrial lead was noted in an electrogram previously, and noise and the low p-wave amplitude were observed in the clinic. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.